Event description:
Olympus medical system corp. (Omsc) was informed that during unidentified procedure, five clips did not open properly and the doctor failed to deploy the clips. The doctor completed the procedure with several more clips from a separate box. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross reference: 8010047-2014-00237/00239/00240/00241.